Event description:
It was reported that (2)tir20 were used during a urology procedure. It was reported by the affiliate that the clips would not deliver. (Tim20 not available) opened another device to complete the case. There was no consequence to pt.